Event description:
One of the affiliate is reporting that a pt had meniscus repair in 2005 using rapidloc devices. They reproted that the pt had some sort of a reaction, possibly allergic. Re visitation surgery was had eight days later the device was removed at that time. Not more than this is known at this time.